Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-aug-06, information was received from an healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving baclofen (unknown dose and concentration) via an implantable pump for intractable spasticity. It was reported the patient complained of the pump feeling loose in their pocket. The patient went last week to have the pump setting adjusted and the pump could not be interrogated. The patient has had no falls or other issues noted. The patient was seen by a neurosurgeon on the date of this report to address issue. Diagnostics/troubleshooting stated, "interrogation of pump was initiated but could not connect to pump. Patient to have x-ray to determine if pump has flipped". Interventions / actions taken stated, "x-ray, interrogation, and possible surgery which has not been scheduled if pump has flipped". The issue was not resolved at the time of this report. Note; report title was "flipped pump".

Event description:
Additional information was received on 01-sep-2020 from a healthcare professional via a company representative who reported that the pump was flipped and surgically fixed by flipping the pump back into position. The patient was doing well. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.